Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. Damages to the top housing lined up with internal damages to the needle mechanism. The pcb was also observed to be damaged, preventing retrieval of the download data. The pod would not have been able to begin priming and pairing with a pdm given the damages to the pcb. In addition, the position and orientation of the damages indicate that they occurred post use. Without the download data, it is unknown whether the pod was able to complete priming to successfully deploy. The exact cause of the reported needle mechanism failure could not be determined.